Event description:
The patient underwent a pulsed field ablation (pfa) procedure for atrial fibrillation. A vascade mvp device was deployed through a 7 fr sheath for vascular closure. During the procedure, the physician reported a malfunction involving the device's black sleeve. To resolve the issue, the grip was rotated and saline was injected, after which the black sleeve was successfully retracted following an approximate delay of three minutes. Upon device removal, bleeding was observed, raising concern that collagen may have been inadvertently deployed intravascularly. Ultrasound did not confirm the presence of collagen within the blood vessel. Based on the clinical circumstances, the responsible clinician assessed that there was a "risk of intravascular placement." However, the physician stated that intravascular placement had not occurred. Additionally, it was noted that the device's marker stripe had been scraped off, with fragments remaining in the patient's body. Ultrasound did not confirm the exact location of the retained marker stripe fragments. The physician indicated that the fragments were likely retained within the tissue tract and stated that they were not believed to be within the blood vessel. The marker stripe fragments could not be extracted. Hemostasis was achieved by manual compression.

Manufacturer narrative:
The investigation is pending and a supplemental report will be submitted upon completion.